Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed errhwbbt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it failed due to damaged usb pins from j3. The receiver failed to charge and reboot due to the damaged usb pins from j3. The receiver case was opened, the internal inspection passed. The receiver log download and functional testing were unable to be performed due to damaged usb pins from j3. Confirmation of the allegation and the root cause could not be determined.